Event description:
During a pta treatment procedure to dilate a lesion in the right superficial femoral artery, removal difficulties were encountered. The physician had performed pta and was withdrawing the balloon catheter when it became stuck on the guidewire. The balloon catheter and guidewire were removed together causing the physician to lose access. When the balloon catheter was removed it was noted that the shaft appeared "accordianed" in several sections. A second guidewire was used to successfully complete the procedure. The pt is reported as 'fine' following the procedure; no injuries or complications were reported.